Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of damage to the white power cable was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (19jan23 - 30jan23 per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no atypical alarms. The heartmate 3 system controller s/n: (B)(4) was not returned for analysis. Per the provided information, a system controller exchange was taking place 6feb23; however, no product will be returned. No photos or additional documents were submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a routine follow-up appointment, damage to the patient's white battery cable on the system controller was found. There were no alarms.